Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant,during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip released after a few attempts and the procedure was completed at this time. There were no patient complications reported as a result of this event.